Event description:
It was reported that the patient experienced seizures. The seizures started in 2003 when the pump was implanted but per the reporter did not think they were related because they were reducing baclofen and the seizures were still happening. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Catheter 8711, lot # j11479r61, implanted: (B)(6) 2003, explanted: unknown. (B)(4).